Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. Patient 1 initial result was 140 mmol/l and the repeat result was 149 mmol/l. Patient 2 initial result was 253 mmol/l and the repeat result was 142 mmol/l. Patient 3 initial result was 161 mmol/l and the repeat result was 140 mmol/l. Patient 4 initial result was 129 mmol/l and the repeat result was 135 mmol/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found a greenish clump on the metal plate surface of the sample needle which he cleaned. He found the sodium hydroxide needle was leaking due to a hole in the suction pipe which he replaced. He performed a cell blank, ise calibration, controls, and repeatability check that were all acceptable. The investigation determined the service actions resolved the issue.